Event description:
It was reported the customer had passed away. Customer's daughter did not know customer's last blood glucose reading. She was unable to verify device information. Customer passed away due to heart failure. Customer was wearing the device at the time of death. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.